Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink non-dehp continu-flo set was involved in a simultaneous flow incident. According to the report, the "secondary med (set) switched to primary (set) infusion" and the set was faulty. This occurred during infusion of an unknown drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.